Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent tlif l5-s1 using allograft bone cages, bone graft w/ local autograft, allograft and rhbmp-2/acs. First, one of the bmp strips was placed anteriorly into the disk space and packed in with some bone graft, and bone graft was packed into the l5-s1 interspace all the way to almost a centimeter from posterior, and then two 9-mm bone cages, which were packed with bmp, were passed from the left side, the first one over the right posterior aspect and the second one to the left, with bone graft packed around them. "Tisseel" was then placed over the tlif site and over the bone graft to seal in and protect the nerve roots. The transverse process and the sacral ala were decorticated bilaterally, and some bmp and bone graft combination were placed up posterolaterally over those areas. We also put some bone graft over the remaining lamina of l5 and s1, which were decorticated. On (B)(6) 2004 the patient underwent left transforaminal lumbar interbody fusion l5-s1, and posterior fusion l5-s1 using shadow mesh cages and left posterior crest bone graft. Post-op, the patient was diagnosed with increasingly severe pain. Imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Patient also suffers from radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnosis: degenerative disk disease, l5-s1. Left leg pain. Low back pain. Recurrent herniated nucleus pulposus, l5-s1 on left. Patient underwent the following procedure: placement of epidural catheter for postoperative pain control. Left transforaminal lumbar interbody fusion, l5-s1. Structural allograft bone cages at l5-s1. Non segmental pedicle screw instrumentation, l5-s1. Posterolateral lumbar fusion, l5-s1. Bone graft with local autograft, allograft and rhbmp-2. Neuromonitoring. As per op-notes: s1 nerve root was being pushed up into the field by some recurrent disk material and this was removed. Most or all of lamina of l5 on left side and out to the lateral mass and inferior facet of l5, exposing both l5 and s1 nerve roots. Disk space was exposed fully and still a large calcified disk bulge that was pushing up underneath the s1 nerve root. A lot of disk material was calcified. The calcified disk herniation and ligament was pushed back into disk space and removed. The bone grafts which were collected from the lamina and facets and lateral mass were run through the bone mill, some bmp was used. First, one of the strips was placed anteriorly into disk space and packed in with some bone graft; bone graft was packed into l5-s1 interspace. Two 9mm cages which were packed with rhbmp-2 were passed. Surgeon then took the distraction off l5-s1 interspace and removed rods. Tisseel was then pl aced over tlif site and over bone graft to seal in and protect nerve roots from any of rhbmp-2 as well as any of bone grafts, the transverse process and the sacral ala were decorticated bilaterally and some rhbmp-2 and bmp combination was placed posterolaterally over those areas. Some bone graft was put over remaining lamina of l5 and s1. No patient complications were reported.